Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for two patient samples and a questionable low elecsys troponin t result for one other patient sample. The customer reported the issue had been occurring for three weeks. Of the data provided, only the issue with troponin t was a reportable malfunction. The initial result was 0.058 ng/ml. The repeat results were <0.03 ng/ml and 0.058 ng/ml. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the sample liquid level detection voltage was high even though it had been previously adjusted. He replaced the probe and the liquid level detection board.